Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device failed to cut the target polyp while cold snaring. The procedure was completed with a different device using cautery. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.

Manufacturer narrative:
Date of event updated.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the device failed to cut the target polyp while cold snaring. The procedure was completed with a different device using cautery. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.